Manufacturer narrative:
Additional information was received confirming that the customer received a replacement device. It was also noted that the customer has sent the device to be evaluated, however, the device is currently delayed by international customs. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an mx40 2.4 ghz smart hopping device indicating that there was a defect with the alarm sound. It is unknown if the speaker was able to produce sound. It is unknown if the device was in clinical use at the time the issue was discovered.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI: the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
Multiple requests for additional information were attempted regarding this issue; no further information was received. The product malfunction was unable to be confirmed because no response was received asking for additional information. A review of the service history for this device shows confirm the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.